Event description:
The pt stated he has not charged his ipg for approx 4 months and he no longer has stimulation coverage. The pt stated he had moved and misplaced his charging system, so he was unable to charge. Surgical intervention will be undertaken at a later date to address the issue.

Manufacturer narrative:
Correction/removal reporting #: 1627487-07262012-002-r. This ipg serial number was included in a field advisory and field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.